Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, image glitches was identified during the device evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported image interference was traced to glitches in the image and dim light output and for the glitchy image issue the most probable cause traced due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had image interference. This issue occurred during inspection for use. There were no reports of patient involvement.